Event description:
Information received from a manufacturer's representative (rep) reported there was an alleged overdischarge. The rep noted she went to implant a short dated implantable neurostimulator (ins) and was unable to communicate with the ins. The rep did an antenna locate test and then got a power on reset (por) message. The ins was noted to be new and still in the box. No patient symptoms were reported regarding this event as no patient was involved. The rep noticed this issue before implant.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported there was no telemetry upon receiving the device and there was a power on reset (por) message.

Manufacturer narrative:
The implantable neurostimulator (ins) (serial # (B)(4)) was returned and analysis found that the power on reset (por) bit was not reset. The ins was received in its original unopened shrink wrapped shipping box. The service life had not been started. Diagnostic data showed that a parity por had occurred. The insr screen showed por and then started charging automatically.

Manufacturer narrative:
Analysis of the ins also determined that no overdischarges had occurred on the device. Overdischarge count = 0. (B)(4). No longer apply. Eval code- no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.